Event description:
It was reported that the patient was unable to turn stimulation on or recharge. The event began 2-3 months prior to this report following a surgery. The reason for surgery was unknown. Additional information was requested.

Manufacturer narrative:
(B) (4).